Event description:
Medtronic received information that prior to use of this bio-console 560 instrument, it was reported that the instrument has a burning smell, and no other issues were reported. The instrument was replaced. There was no patient involvement, so no adverse effect occurred.

Manufacturer narrative:
Product analysis: the reported burning smell was not verified during field service. The field service technician allowed the instrument to run for approximately 30 minutes but they did not detect any burning smell. The field service technician did find that the instrument was not charging the batteries. Based on the symptoms it was believed that the instrument had a faulty power supply. The issue was resolved by replacing the power supply. The field service technician examined the system controller module but did not find any evidence of issues or burning. Preventive maintenance was performed per specifications. The instrument was analyzed by a field service technician within the facility, it did not return to the manufacturer for analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the complaint is not confirmed for the reported burning smell by field service technician. The field service technician allowed the instrument to run for approximately 30 minutes but did not detect any burning smell. The field service technician did find that the instrument was not charging the batteries. Based on the symptoms it was believed that the instrument had a faulty power supply. The issue was resolved by replacing the power supply. The field service technician examined the system controller module but did not find any evidence of issues or burning. Preventive maintenance was performed per specifications. There were no patient/clinical safety issues reported. Trends for issues with this instrument are monitored. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.